Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observations revealed that the collection thread is cut, confirming the complaint. It was reported that the user used a clamp/snaps to pull the sutures. Using snaps to pull the suture without wrapping the suture around the snaps creates a stress point on the suture, resulting in breaking it. This failure might be attributed to user technique issue. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further actions are warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). "This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions¿.

Event description:
It was reported by an affiliate that during an unknown procedure, the collection thread broke when pulling of the transplant, you could pull out the implant with the transplant tibial out again. With a new implant the surgery was successfully performed completely. Additional information from the affiliate was provided stating the white/green striped suture was used to pull the device through the tunnel during an am acl procedure using an 8mm graft and tunnel size. It was also reported that the suture broke outside the joint space when the surgeon was pulling on the suture with a clamp and the original implant was easy to remove.